Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device broken along the threads, rendering the device inoperative. The device shows signs of extensive use. The clinical/medical investigation concluded that per complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. Based on the information provided, the while drilling the distal block hole, the surgeon broke the drill that was taking the rod and removed it with kelly clamps. According to the report, the procedure completed using a s+n backup device with a surgical delay of 30 minutes or less was reported. Since there was no reported harm to the patient, no further clinical/medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, when drilling the distal blacking hole, the doctor broke the drill that was taking the rod. It had to be removed with a kelly clamp. The procedure was completed using a s+n backup device. A surgical delay of 30 minutes or less was reported. No harm to the patient was reported.